Event description:
Patient reported left side rupture and lung cancer-ndr. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cancer-ndr: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture and lung cancer-ndr. Patient additionally reported silicone migration, lymphadenopathy, and recall. The device has been explanted.

Event description:
Patient reported left side rupture and lung cancer-ndr. Patient additionally reported silicone migration, lymphadenopathy, and recall. Device remains implanted.

Event description:
Patient additionally reported silicone migration, lymphadenopathy, and recall.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.